Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explantation surgery due to cuff erosion. No patient complications were reported during the procedure, and the patient was reported to be doing well. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.